Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule was still on the delivery system but fell on the bedside when outside the patient's mouth. The patient was not injured following the procedure.